Event description:
See also MFR report 3004209178-2010-01167. It was reviewed how to turn the implants on and off. The ipg light was not coming on. The 9v light on the programmer was blinking and it was suggested to replace the programmer battery. The pt fell the next morning and subsequently the stimulation could not be adjusted. The ipg light was not coming on the pt programmer. The pt was instructed to wait for the communication confirmation beep. After several attempts and repositioning of the programmer, a beep was heard for each ipg and all three lights came on solid. It was unclear how the ipgs had turned off. The pt had not been around any security devices or magnets. No injury to the pt was reported.

Manufacturer narrative:
(B) (4).